Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No motor error alarms or excessive no delivery alarms noted during testing. The insulin pump had cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during testing. The motor tested ok. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was 527 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.